Event description:
Caller reported that the pump battery would not charge, resulting in the pump shutting down. Due to the pump screen being dark and unresponsive, it was unable to be confirmed if the customer's blood glucose level exceeded 500 mg/dl. After troubleshooting, it was determined that plugging the charging cable into a wall adapter resolved the issue, and the pump began charging without further assistance required. No additional information was provided regarding the customer or the event outcome.